Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent mounted on to the balloon. A visual and microscopic examination identified that the stent had been moved approximately 10mm distally on the balloon. Rows 7 and 8 of the proximal stent struts were noted to be lifted. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 92% stenosed, 6.8mmx34mm target lesion was located in a tortuous vessel. After a non-bsc 8f sheath and bsc v-18 guidewire cross the lesion, a 7.0x40x135 cm express ld stent was advanced with 8f guide catheter. However, it was noted that the stent dislodged inside the guide catheter. The physician removed the stent and the catheter together. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that stent dislodge occurred. The 92% stenosed, 6.8mmx34mm target lesion was located in a tortuous vessel. After a non-bsc 8f sheath and bsc v-18 guidewire cross the lesion, a 7.0x40x135 cm express ld stent was advanced with 8f guide catheter. However, it was noted that the stent dislodged inside the guide catheter. The physician removed the stent and the catheter together. The procedure was completed with another of same device. No patient complications were reported and the patient was stable.